Event description:
Report received from the USA requesting unspecified repairs. It was unk to the reporter whether or not the device was used in surgery or whether or not any injuries or medical intervention was reported. There was no additional information provided.

Manufacturer narrative:
Additional information: device evaluation: the actual device was returned for evaluation. The customer did not alleged any deficiency with the device. Reliability engineering evaluated the device and observed that the device failed the temperature and vibration tests. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.